Event description:
It was reported that during a diep flap procedure, the surgeon said the clips were not closing completely. The surgeon also said the first firing of each applier is very hard to fire and usually winds up "burning" the first clip. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: ejected clips. The mcs20 instrument was returned for analysis in good visual condition. The instrument was cycled, fed, and formed 6 clips properly and ejected 7 clips. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the found condition of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.